Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was [12/05/2025].

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure - expected or random component failure without any design or manufacturing issue. Due to electrical problem identified - events associated with an electrically powered device where an electrical malfunction results in a device problem (e.g. Electrical circuitry, contact or component failed) even if the problem is intermittent. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 communication error. There was no patient involvement.